Event description:
On (B)(6) 2014, this patient underwent treatment for a penetrating aortic ulcer and was implanted with a gore tag thoracic endoprosthesis, a gore dryseal sheath was used for advancement. No reported access or advancement issues were encountered by the physician. Intraoperatively, the patient suffered a rupture of the right external iliac artery. The right common and internal iliac arteries were ligated and a femoro-femoral bypass was performed. The patient tolerated the procedure. There were no reported access issues. The physician reports that the ruptured iliac artery was caused by atherosclerotic disease and systemic lupus erimatose. The patient was reported to have suffered 2000ml blood loss. On (B)(6) 2014, the patient died. The cause of death was reported to be hypovolemic shock.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The instructions for use for the gore dryseal sheath states: potential adverse events that may occur and/or require intervention include but are not limited to: vascular trauma (ie, dissection, rupture, perforation, tear, etc.), death.